Event description:
Hosp reported that at the start of the bypass procedure, the oxygenator would not oxygenate. The unit was then changed out with no affect to the pt. It was noticed that there was a crack in the gas cap.